Event description:
Implant didn't achieve osseointegration, it was not easy to achieve primary stability, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, pain, swelling, inflammation, mobility.